Manufacturer narrative:
Additional information was received that patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing worsening low back pain upon sitting and praying. It was also noted that the scs was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator model #: sc-2208-50 serial #: (B)(4) description: linear st lead 50cm model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead 70cm.

Event description:
A report was received that the patient was experiencing worsening low back pain upon sitting and praying. It was also noted that the scs was non-functional. The patient will undergo an explant procedure.